Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had a insulin flow block during fill tubing and customer already changed three times. Insulin pump in order to troubleshoot their insulin pump, set and reservoir may request that they change the set and reservoir. Customer was clear the alarm by selecting rewind. Customer replaced the plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Customer stated insulin did not exit the manual plunger push. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.